Manufacturer narrative:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped displaying readings while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped displaying readings while in patient use. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped displaying readings while in patient use. They were using nk tubing, and they changed out the water trap regularly. There was no patient harm reported. Investigation summary: the reported device was sent in for evaluation and exchange. A refurbished replacement gf-210ra (sn: (B)(6)) was shipped to the customer. During the evaluation, no physical damage or fluid intrusion was observed. The total operating hours recorded were 19,548. The reported issue of "no readings" could not be duplicated during testing, using a mu-651ra with visia2 software, though the pump was noted to be excessively noisy. As such, a root cause could not be determined. Nihon kohden will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/18/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit started to get loud and then stopped displaying readings while in patient use. There was no patient harm reported.